Manufacturer narrative:
Note, the previously reported cranial hemorrhage should have reflected rather a cardiac hemorrhage. An aortic dissection was also reported (as previously captured by coding on previous report). The initial valve is captured in manufacturer report # 2025587-2017-00588. Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The first valve was reported on a separate medwatch report. The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into another transcatheter bioprosthetic valve, moderate transverse aortic regurgitation was noted with leaflet malfunction. A balloon aortic valvuloplasty (bav) was attempted, but the balloon caught on the first valve frame causing an aortic perforation. Pericardial drainage was performed for the cardiac tamponade. Cranial hemorrhage was confirmed and an emergent thoracotomy was performed. Both valves were explanted and replaced with a surgical valve and an ascending aortic graft. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.